Manufacturer narrative:
Year of birth: (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded. The hypotube and distal shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube with a complete separation in the hypotube located 80cm from the strain relief. The fracture faces of the hypotube were oval, as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that shaft break occurred. During introduction outside the patient, while threading a 2.00x15mm maverick 2 balloon catheter through a non-bsc guidewire, the shaft broke. The procedure was completed with another same device. No patient complications were reported.